Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the tandem user guide - check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer inadvertently set basal rate to 11 units. Additionally, customer was using humalog for over 48 hours. Bg was treated via intravenous saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.